Event description:
Damage to the pump housing and usb was reported, impacting the customer's ability to charge the pump. The customer's blood glucose level was 6.9 mmol/l, which was within the normal range, thus there was no adverse impact. Technical support decided to replace the pump, and a replacement pump was prepared to ensure continued insulin delivery using a new device.